Event description:
It was reported that the implantable cardioverter defibrillator (ICD) exhibited premature battery depletion. As a resolution the ICD was explanted and replaced. The patient condition was stable.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.